Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegations were confirmed. In addition to the foreign material found clogging the nozzle, the evaluation findings are as follows: the bending section cover had a scratch, the adhesive on the bending section cover had a chip, crack and white-clouded area, due to clogging of the nozzle, water removal ability did not meet standard value, the mouthpiece was loose, the adhesive around the objective lens was peeled and had a white-clouded area, the plastic distal end cover had a scratch and dent, the connecting tube had a scratch, due to a scratch on the objective lens, the image had a partially dark area, the adhesive around the light guide lens had a white-clouded area, the light guide lens had a crack, the image guide protector had a scratch, and the forceps channel was shaved. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 19 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be specified and it was unknown if reprocessing was practiced in accordance with instructions for use; therefore, a conclusive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: operation manual: chapter 3 preparation and inspection, section 3.2 inspection of the endoscopic and section 3.6 inspection of the endoscope system: [inspection of the endoscope] 9.inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera colonovideoscope had wrinkles in the insertion section, reduced angulation and a crack/scratch on the objective lens. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle was clogged with foreign material.